Manufacturer narrative:
Reported event: it was reported that ¿this pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised due to infection. A poly swap of a 2x9 ps poly was performed. Rep reported that no further information will be released by the hospital or surgeon.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review: review of the device history records associated with (B)(6)indicate that quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - other. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised due to infection. A poly swap of a 2x9 ps poly was performed. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplement al report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used in the primary procedure. It was reported that the patient's right knee was revised due to infection. A poly swap of a 2x9 ps poly was performed. Rep reported that no further information will be released by the hospital or surgeon.